Manufacturer narrative:
(B)(4).

Event description:
The patient reports return of symptoms occurring daily. There were no trauma/falls reported that could be related to this issue and no stimulation issue reported related to positional movement. There was no recent medical test or emi environmental exposure. There was no troubleshooting/interventions performed yet. The patient was going to call doctor. Symptoms reported was she starts leaking before she can get to the bathroom. She has stimulation increased to 6.0 on all programs and still had no relief. This was consider a sudden change in therapy/symptoms. Event date was in (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from hcp for information regarding the patient return of symptoms and patient outcome. Follow will be submitted if additional information is received.